Event description:
The customer tested his blood glucose using his contour ts and elite meters. The contour ts read 298 mg/dl, while the elite read 104 mg/dl. The difference between the readings falls into the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. After attempting to troubleshoot the meter, the customer disconnected the call. Customer service called the customer back, could not reach him. No product will be returned.